Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were failed to turn on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were failed to turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not turning on. A field service engineer (fse) identified issues with drawers 3 and 4, replaced the controller boards, and restarted the station. The customer reported ongoing application freezes during transactions. The fse rearranged all cables and performed a full system restart, followed by a network test using ping consistency checks to dns servers and the gateway. Numerous packet delays were found, indicating potential connection drops. The customer contacted local information technology (it) team, who confirmed the station was still connected to an outdated isp circuit. An upgrade to a more stable isp was suggested. Medbank support, contacted via logmein, also confirmed frequent connection drops. The customer planned an it network visit with medbank support to investigate cloud traffic issues. After board replacements, the fse and technical support specialist successfully tested both drawers, the tss re-pointed them to new device identifications (ID), and confirmed all drawers were connected and functioning properly. The system functioned as intended after the technical support specialist and field service engineer troubleshot and repaired the device.